Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that when an intraocular lens (iol) was being prepared for surgical use, it was noted to be broken. There was no patient contact or impact. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).